Manufacturer narrative:
The right front caster has fallen off of the rollator. This caused the end user to fall which caused bruising. The legacy is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The right front caster has fallen off of the rollator. This caused the end user to fall which caused bruising. The legacy is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).